Manufacturer narrative:
Although the event initially reported was that the monitor (glidescope core 10-inch monitor, model #: 0570-0376, serial #: (B)(4)) would not stay powered on and would shut off at the beginning of intubation, the customer returned a glidescope core smart cable to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and could not reproduce the fault. No issue was found; the unit functioned as intended. The camera image quality test was performed and the cable passed. The glidescope core smart cable was scrapped and a replacement cable was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the unit would not stay powered on and would shut off at the beginning of intubation. The customer also reported a line across the screen making it difficult to see. No delay in the procedure occurred as a backup core 10-inch monitor was obtained. No harm to the patient or user was reported.